Event description:
It was reported that, approximately seven months post implant, the right atrial (ra) lead exhibited an atrial lead position check failure, disabling all atrial tachycardia/atrial fibrillation (at/af) therapies. It was also reported that the implantable pulse generator (ipg) was not, "firing," when the patient's heart rate was below the lower rate limit setting of the ipg. Both the ra lead and the ipg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.